Manufacturer narrative:
As reported, the bard/davol sorbafix enhanced fixation device fasteners did not fixate the bard/davol ventralight st mesh with echo ps. It is reported that the subject device is being returned for evaluation; however, at this time has not been received. Based on the information provided to date, no conclusion can be made. Review of manufacturing records indicate product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in december, 2019. The instructions-for-use (IFU) included with the device states "insertion of fasteners is possible into some collagenous structures such as ligaments and tendons, but is not possible directly into bone or cartilage. This may damage the device. And "care should be taken to ensure that the prosthesis (mesh) is adequately fixated to the abdominal wall. If necessary, additional fasteners and/or sutures should be used". The precautions (IFU) included with the device states "if the fastener does not deploy properly, remove the device from the patient and test the device in air to ensure proper fastener deployment". If/when the sample is returned and evaluated, a supplemental MDR will be submitted.

Event description:
As reported, during a laparoscopic hernia repair procedure on (B)(6) 2021, a bard/davol sorbafix enhanced fixation device was used to fixate a bard/davol ventralight st mesh with echo ps. As reported, with adequate counter-pressure in the abdominal area, few fasteners successfully fixated the mesh after which the device did not provide adequate fixation of a few fasteners. Some of the loose fasteners were removed. As reported, when the surgeon dry-fired the device, fasteners were not deployed when fired. The procedure was completed using another a bard/davol sorbafix fixation device. As reported, the procedure was time consuming due to this issue. The surgeon is experienced user of the sorbafix fixation device. There was no reported patient injury.